Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation, however a picture was provided. Visual inspection of the photo identified that the amino-acid & glucose chamber were pre-activated. The reported condition was confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multilayer bag was leaking total parenteral nutrition (tpn) solution into the overpouch. This occurred before use of the device. There was no patient involvement. No additional information is available.